Event description:
Customer reported issues with two anchors from the same lot. The anchor tip was noted bent upon implantation of the frist anchor. Anchor was removed. The second anchor broke into two pieces upon insertion. The pieces were removed and surgeon used a third anchor from a different lot to complete the case. Surgery completed to successfully. The device is used for treatment.

Manufacturer narrative:
DHR revealed nothing relevant to this event. Only one of the implants reported was returned. An engineering evaluation was performed and the cause of the event has been attributed to misalignment of the implant during insertion resulting in abnormal stress to the tip of the implant and peeling of the lead in thread. The condition reported did not contribute to a serious adverse event.